Event description:
The target area of treatment was the superficial femoral artery. It was difficult to advance the diamondback exchangeable peripheral orbital atherectomy device (oad) through the anterior tibial (at) artery that was heavily calcified, about 3 mm in length and 90%-95% occluded. The physician attempted to treat in the at and popliteal artery. When spinning the oad in the at, the device speed dropped and eventually the oad stopped spinning. The led lights on the oad remained illuminated. It was believed the oad stopped spinning due to the heavy calcification in the at. The oad was removed without any complications. Angiography was checked and perforation was observed in the at. Angioplasty was performed to treat the perforation. The same oad was advanced and was able to cross the at to treat the sfa without issue. The physician wrapped the patient's leg to treat the hematoma that occurred in the mid shin region. In the physician's opinion, the oad caused the perforation and there was no crown jumping observed. As per the physician, the cause of the hematoma was from the orbital atherectomy system interaction with the lesion. The patient was hospitalized and was in observation. The patient was in stable condition.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360 coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).